Event description:
A surgeon reports a "deformed" haptic was noted following insertion of the intraocular lens (iol). The surgeon reports the lens was decentered and had to be removed. During iol removal, the capsular bag tore necessitating an anterior vitrectomy. The haptic broke off during iol removal. Additional info has been requested.